Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The returned syringe was examined and no foreign matter was observed in or on the returned sample. The syringe was also tested and no foreign matter came out of the cannula when the plunger rod was fully depressed. The photo provided by the customer was also examined and exhibited clear droplets of material on the cannula. Root cause cannot be determined at this time as it is difficult to determine the identity of this material solely from the attached photo. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported bd plastipack¿ syringe with needle had foreign matter. The following information was provided by the initial reporter, translated from (B)(6): "when using the load's 29g 3/10cc, liquid came out of the tip of the needle."